Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident was 11.0 mmol/l. Troubleshooting was initiated for the replace battery now alarm. The customer confirmed that a low battery alert did not occur prior to the alarm, and that this is the second occurrence of the replace battery now alarm without a low battery warning. The battery cap was not cracked, loose, or damaged. There were no unattended alarms either. The customer also mentioned that a power error alarm occurred as well. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored and no unexpected replace battery now alarms noted. The insulin pump was returned for power error 25. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. The insulin pump was received with minor scratched lcd window and case.